Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2010, this patient underwent an endovascular procedure using two gore® tag® thoracic endoprostheses (tg3710/06258771, proximally, and tg3115/7327683 distally) to repair a thoracic aortic aneurysm with diameter of 56 mm. Retroperitoneal approach was elected and a surgical access was obtained from bifurcation of the iliac artery. The left subclavian artery was coil embolized. No issues were identified during the procedure. On (B)(6) 2010, post-operative follow-up examination revealed a proximal type I endoleak and a type iii (details unknown) endoleak. The physician elected to monitor the patient. On (B)(6) 2010, the patient was discharged. On (B)(6) 2010, a one month follow-up examination showed that the endoleaks persisted. It also revealed that the patient developed an ileus, which was treated with fasting therapy and intravenous therapy. The cause of the ileus is unknown; however it was reportedly procedure related. On (B)(6) 2010, three month follow-up examination showed that the endoleaks persisted. It was also confirmed that the patient recovered from the ileus. On (B)(6) 2010, a six month follow-up examination showed that the endoleaks persisted. On (B)(6) 2011, a one year follow-up examination showed that the type iii endoleak was resolved; however the proximal type I endoleak still persisted, and the aneurysm measured 64 mm. On (B)(6) 2011, an additional procedure was performed to repair the proximal type I endoleak whereby a gore® tag® thoracic endoprosthesis (tgt3715/8914885) was implanted to extend the proximal neck. The final angiography showed that the endoleak slightly remained, and the physician elected to monitor the patient. The patient tolerated the additional procedure. Subsequent follow-up examination showed that the endoleak persisted. On (B)(6) 2013, the patient expired due to aspiration pneumonia caused by an ileus. The patient's death is reportedly not device or procedure related. No further information is available.